Manufacturer narrative:
This case was assessed as reportable to the FDA as the event, ophthalmic artery occlusion (retinal artery occlusion), was deemed to meet serious injury criteria of necessitated medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record could not be reviewed as the lot number was not reported. Literature citation: lee, k., kim, g., & sa, h. (2021). The clinical spectrum of periorbital vascular complications after facial injection. Journal of cosmetic dermatology, doi:10.1111/jocd.14019.

Event description:
This MDR is related to MDR 3013840437-2021-00058 and 3013840437-2021-00059 referring to the same patient. This is a literature report from a single-center retrospective study aimed to categorize vascular complications according to clinical manifestations, and describe the prognosis of each category, after facial injection of cosmetic filler or local anesthetic. This literature report from korea concerns a (B)(6)-year-old female patient. The patient was injected with hyaluronic acid, into the nasal dorsum (intentional device misuse). The patient had no underlying diseases with cardiovascular risk factors, such as hypertension, diabetes, or hyperlipidemia. Immediately after the treatment with hyaluronic acid, the patient experienced a sudden, painful visual loss in the right eye. She complained of headache, nausea, vomiting and dizziness. The patient took a brain magnetic resonance imaging elsewhere and presented to the clinic 5 hours after the filler injection. At presentation, the patient had purpura and blistering in the right periorbital region, and associated complete blepharoptosis and ophthalmoplegia. The initial best-corrected visual acuity showed no light perception, and the intraocular pressure was 59 mmhg in the right eye. Diffuse subconjunctival hemorrhage and corneal edema were observed in the right eye, and a right fundus examination revealed a diffusely pale and ischemic retina. Brain MRI showed no evidence of acute brain parenchymal lesions. It was further described as an ophthalmic artery occlusion. Despite immediate treatments, including intralesional hyaluronidase injections, intravenous steroid pulse therapy, and hyperbaric oxygen therapy, the condition of the right eye worsened, and subsequently, it became phthisical 2 months after the vascular accident, further described as phthisis bulbi. As reported, injecting 400 units or more of hyaluronidase into the ischemic area was repeated every hour until the capillary refill became normal, and vigorous massage was followed along the course of vessel to facilitate the permeation of injected hyaluronidase into the vessel walls. As reported, hyperbaric oxygen therapy was preferably used to prevent tissue necrosis. As reported, extensive periorbital skin lesions, such as purpura and blisters, and blepharoptosis/ophthalmoplegia, resolved within 3 months. The patient eventually wore a prosthetic eye for cosmetic purposes but still complained of right enophthalmos. She underwent repeated retrobulbar injections of restylane® perlane for further correction of the enophthalmos, approximately every 6 months (as reported). At the 51-month follow-up visit, to avoid repeating the injections indefinitely, the patient underwent a successful retrobulbar injection of a semipermanent filler artesens® and was followed up without additional procedures, further described as for 61 weeks. It was well maintained for 10 months without the need for additional injections. The final best-corrected visual acuity showed no light perception. Due to the provided information, the outcome of the events ophthalmic artery occlusion and ischemic retina, was considered as resolved with sequelae. The outcome of the events visual loss in the right eye and phthisis bulbi was considered as not resolved. The outcome of the events ophthalmoplegia and blepharoptosis was considered as resolved. The outcome of the events subconjunctival haemorrhage, dizziness, headache, nausea and vomiting was unknown. In the opinion of the authors, visual impairment was not associated with the severity or extent of purpura or blistering, which were the most common complications. Instead, visual impairment depended on whether the retinal arteries were affected or not. Additionally, the authors found that poor initial vision was caused by occlusion of macula-supplying retinal artery, and it was associated with a poor visual prognosis despite treatment. Skin lesions, such as purpura or blistering, blepharoptosis and ophthalmoplegia had the possibility to completely resolve with conservative care within 3 months in most cases. Intraocular pressure lowering treatment had the possibility to be effective in restoring vision if performed immediately after vascular occlusion.